Event description:
It was reported that a during an implant procedure, the right atrial (ra) lead was unable to be implanted after several attempts due to an additional malfunction of inability to extend helix was noted on the ra lead. The ra lead was not used and another ra lead was used to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was severely over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue.